Event description:
Customer reported they found the tracheostomy's cuff had a leak, and did not hold air. The device was placed in the patient on (B)(6) 2012. The tracheostomy tube was not pre-tested. Patient was re-cannulated.

Manufacturer narrative:
If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.